Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display and a keypad anomaly. The customer¿s blood glucose was 150 mg/dl at the time of incident. Customer noticed that the insulin pump display was blank while trying to deliver a bolus. Customer confirmed that the insulin pump display did not return even after the battery has been changed. Customer also reported that the insulin pump had a keypad anomaly and the b button does not always respond. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.